Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: based on the received information, it seems that the reported issue is caused by a migration of the active electrode array out of cochlea. The implant registration card states a full insertion during initial implantation surgery; however four channels are confirmed to be out of cochlea due to unknown reasons. Additionally, damage to the active electrode on two channels appears likely. There are no plans at this time to explant the concerned device. This is a final report.

Event description:
The patient has been requesting increased stimulation levels due to low volume perception and speech performance is reportedly declining. The patient has a thick skin flap and an external coil with a stronger magnet was requested. The patient has a thick skin flap and an external coil with a stronger magnet was requested. There are no plans at this time for the concerned device.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has been requesting increased stimulation levels due to low volume perception and speech performance is reportedly declining. No changes in health or head trauma have been reported. The patient has a thick skin flap, an external coil with a stronger magnet will be requested.

Manufacturer narrative:
(Exemption number e2015033). (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number (B)(4)). Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. In addition CT scan was done and showed 3 to 4 electrode channels to have migrated out of cochlea, which could have contributed to the observed decrease of hearing performance. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient had been requesting increased stimulation levels due to low volume perception and speech performance was reportedly declining with the device. Additionally she experienced extreme intermittency and sound ranging from too soft to overly loud, especially with change in head position. No head trauma or changes in health were reported. The patient has a thick skin flap and an external coil with a stronger magnet was requested to help with retention and possibly with stimulation levels. The patient was implanted with another manufacturer_s device in the contralateral ear in 2016 and re-implanted with a competitor device on the concerned side on (B)(6) 2017.